Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 30 bd plate sabouraud dextrose agar mold was discovered in the media.

Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ sabouraud dextrose agar slants catalog number 221012 which is a class 1, 510(k) exempt device. The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2021-01-22. Investigation summary: the complaint was confirmed as the reported defect on a returned sample. The issue was contamination. No issue in DHR. No issue in retention sample. No trend we will continue to monitor the trend this issue.

Event description:
It was reported that prior to use with 30 bd plate sabouraud dextrose agar mold was discovered in the media.